Event description:
Pump was sent in for service and fc 550 was found in the event history by a service technician. Additional information: per reporter, there were no reports of failure code 550 occurring while pump was running on a patient.